Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was between 41 and 49 mg/dl with blurred vision and confusion. The reporter noted the patient remained on pump therapy, the pump's settings were not recently changed, and the patient self-treated with glucose tablets/gel and food and drink. It was reported the pump was exposed to extreme temperature and force, which cause a loss of prime issue. It was reported the patient primed while attached. There was no indication or allegation of a device malfunction. This complaint is being reported because the health event was attributed to a use error.